Manufacturer narrative:
Literature article citation: xu et al. Safety and efficacy of rhbmp-2 in posterior cervical spinal fusion for subaxial degenerative spine disease: analysis of outcomes in 204 patients. Surgical neurology international. 2011;2:109. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature publication that 204 patients underwent posterior cervical fusion for symptomatic primary degenerative cervical pathologies. Forty-eight patients had rhbmp-2/acs used in the fusion. One patient who received rhbmp-2/acs developed a hematoma during the perioperative period.